Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 22-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturers representative who was implanted with an implantable neurostimulator (ins). It was reported that the right lead migration to top of t9. Cause was unknown. The rep reprogrammed unable to capture. A revision was to take place however they were unable to get past scar tissue therefore a new lead was placed. The old lead was discarded. Issue resolved.